Manufacturer narrative:
Evaluation of the treatment tip confirmed damage along the radiofrequency trace of the tip. The investigation found damage to the radiofrequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. This can also cause sparking from the tip during treatment confirming customers report of sparking during treatment. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The most probable root cause was determined to be a component issue. A CAPA has been opened for further investigation of this issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility reported a spark during treatment with 175 pulses left. There was no injury to the patient.

Manufacturer narrative:
The product was returned and evaluated. The tip was first used at (10:39:5 am on (B)(6) 2021) and was used for (1025) treatments. The tip passed flow test and the leak test. The tip also passed the thermistor test. However, the tip failed the visual inspection as dielectric breakdown was observed. No functional testing was performed due to dielectric breakdown that was seen. The plant investigation is underway.